Event description:
As reported, in 2004, this patient was implanted with gore excluder aaa endoprosthesis. In 2008 an angiogram revealed that the patient had multiple type ii endoleaks. In 2008, the patient underwent a reintervention in which multiple accessory vessels were coiled, and an additional gore excluder aaa endoprosthesis component was implanted to extend the graft distally, intentionally covering the patient's right internal iliac. The patient tolerated the procedure. The physician will continue to monitor the patient.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.